Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck motor failed. The customer¿s blood glucose level was 176 mg/dl. It was reported that pump broke alarmed pump error and will not rewind. Troubleshooting was performed and fund the alarm stuck motor failed in the history. Customer states they are not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within specs and passed self test. However, unit alarmed pump error 38 during rewind due to jammed motor gear box. Unable to perform including rewind, displacement test, force sensor test, occlusion test, prime / seating or basic occlusion test due to pump error 38. Unit received with minor scratched display window and case.